Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 400 mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the control-iq algorithm decreased the pump¿s basal rate in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Cgm reading values were not provided. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.